Manufacturer narrative:
(B)(4). Batch # t5et62. A manufacturing record evaluation was performed for the finished device lot/batch number, and no non-conformances were identified. Additional information was requested, and the following was received: during the difficulties experienced, was the led screen still illuminated? What was the reason to open patient? Was it only due to the difficulties experienced with device or was there other contributing factors? The event states that the procedure was converted to open to remove the anvil from first device, but states original anvil was used with 2nd device. Please clarify. Was device completely opened before surgeon attempted to remove? Response received: yes to clarify, the second device (also a cdh29p) worked as intended and the procedure was finished with good results. It did not have anvil issues. The second stapler was removed transanally with the anvil attached like normal. The patient was doing well and was discharged from the hospital after 3 days. Note that the second device was used with the anvil from the first device as it was still attached to the colon with a pursestring. Nevertheless, both anvils are present. It was indeed hard to remove the anvil from the failing stapler, but this requires a little bit of strength anyway and is difficult to do laparoscopically in the lower pelvis. That¿s why the pfannenstiel incision (which was necessary anyway to remove the specimen) was a logical solution for the surgeon to perform the removal of the anvil by hand. We would like to reemphasize that the anvil was correctly attached (visibly and audible) and this particular anvil was again used without any issues in combination with the second device. To assign the batch numbers to the correct devices: the first device (lot t9587x batch t5et62) did not fire. The second device (lot t9587x batch t5en5d) did function as intended (however with the anvil from the first device). For the first device (as it did not fire) the anvil had to be detached in order to try again with a new stapler. This detachment was hard to perform and therefore the surgeon decided to use the pfannenstiel incision, which he already used for the specimen removal. If information is obtained that was not available for the initial report, a follow-up report will be field as appropriate.

Event description:
Laparoscopic sigmoid resection (B)(6) 2020 on monday the (B)(6) 2020 during a laparoscopic sigmoid resection, the cdh29p did not respond to the activation of the firing button while trying to make the anastomosis. This was the device with lot number t9587x with unique device code (B)(4) printed on the cdh29p itself. During the procedure all the right steps were taken. After unpacking, the battery was placed correctly and the led screen lit up as normal. When the anvil and the trocar of the ecps where connected, the rotation knob was used to fully compressed as much as the user felt it was right (and the orange bar was in the green zone). Before firing the 15 seconds of precompression were applied thereafter another small turn of the rotation knob was applied. The safety trigger was taken off and the firing trigger pressed, but no sound was hearable and the device did not fire as well. The battery was taken out and replaced back in the right position. With a grasper the surgeon tried to see if the trocar was attached properly to the anvil (despite we already knew that was correct in the first time), and after those actions, the surgeon pulled the firing trigger again. Again there was no response from the device. It did not fire. After this, another cdh29p (also lot number t9587x but with unique number t5en5d) was taken. The surgeon tried to remove the anvil from the ecps but this wasn¿t possible, so the anvil had to be removed by hand by opening up the belly of the patient (pfannenstiel incision). After this the new chd29p (t9587x with unique number t5en5d) was place at the right position. The anvil of the previous cdh29p (lot number t9587x with unique device code (B)(4)) was remained in the patient and attached to the new cdh29p (t9587x with unique number t5en5d). Again all the right steps where taken and after 15 seconds of precompression and another turn of the knop the safety was taken off and fired. This time the cdh29p fired as normal. After this the rotation knob was reversed in two full rotations and the donuts where checked. There were 2 thick and complete round donuts visible. Also the leak check with water and air did not show any signs of leak. After the surgery was finished, the present two sales representatives and the surgeon of the procedure tried to fire the initial cdh29p (with the anvil of the second cdh29p t5en5d) to see if maybe any part or step was not attached correctly or been taken well. Since this was a trial period, we wanted to be transparent towards the surgeon. But also ¿on the dry¿ the device did not fire after being in the green zone and removing the safety. This was first consulted by phone with the product manager of endomech. Action user took to mitigate/ resolve problem during procedure: taken a new cdh29p with lot number t9587x but with unique number t5en5d and repositioned this on the remaining trocar of the first cdh29p (device with lot number t9587x with unique device code (B)(4) printed on the cdh29p itself).

Manufacturer narrative:
(B)(4). Date sent: 10/14/2020. Additional information was requested and the following was obtained: during the difficulties experienced, was the led screen still illuminated? Yes. What was the reason to open patient? Was it only due to the difficulties experienced with device or was there other contributing factors? The pfannenstiel incision was already made to remove the specimen. So I would argue against the fact that it is a conversion to open surgery. As the already present incision was used like a hand-assist port. The event states that the procedure was converted to open to remove the anvil from first device, but states original anvil was used with 2nd device. Please clarify. This is correct, the anvil had to be detached from the stapler in order to remove the first stapler and insert the second stapler. Indeed the 1st anvil stayed in the colon. Was device completely opened before surgeon attempted to remove? Yes. Device analysis: the analysis results found that the cdh29p device arrived with no apparent damage. The breakaway washer was present and cut, the green check mark turned on upon the installation of battery and there were no staples present, indicating that the device achieved a full firing stroke. The device was reloaded with staples, a new washer was placed on the device and it was tested for functionality. It fired and formed all the staples as well as completely cut the test media and the breakaway washer without incident. The staple line was complete, and the staples meet the staple form release criteria. Further analysis shows that during the investigation, it was found that the adjusting knob of this device had abnormal movement. It was determined that one of the shroud pins was obstructing the movement of the adjusting knob. However, this condition was not observed during the surgery according to the complaint and the device seemingly functioned as intended. No conclusion could be reached on what caused the abnormal movement of adjusting knob noted during the visual inspection. The event described could not be confirmed as the device performed without any difficulties noted. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.